Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker found the device turns itself on after inserting the battery. The customer received a replacement device. A stryker product assessment center (pac) technician further evaluated the device and was able to verify the reported issue in the device logs. Stryker pac technician determined a faulty reed switch sw5 was the cause of the reported issue. Due to the high standby current drain caused by the reed switch, the installed batteries became prematurely depleted and didn't meet their expected service life. This device was archived by stryker.

Event description:
The distributor contacted stryker to report that their device no longer works at all. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.